Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the glenosphere component. It also states that x-ray observations indicated glenosphere moved from original position. Upon opening the wound, it was apparent that the glenosphere had come apart, and was removed in three pieces.

Manufacturer narrative:
No device associated with this report was received for examination. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the reported lot number. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.